Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump buttons were not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had to used fingernails to pressed buttons and trouble with the buttons. Customer stated that time clock was advanced. Troubleshooting was performed for keypad anomaly. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board.